Event description:
It was reported that the scope stopped working mid procedure. No patient injury or significant time delay reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the scope stopped working mid procedure. A visual inspection was performed and showed the scope to have broken negative lens with distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed.